Event description:
While using the scoring balloon the scoring elements did not recapture into the sheath, and the balloon broke in two pieces, leaving a portion in the pt. We had to advance a wire and another balloon past it and inflated to hold the broken balloon in place so everything could be successfully retrieved.